Manufacturer narrative:
Product ID 3093-28 lot# v526911, implanted: 2010 (B)(6); product type lead product ID 3037 lot# serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported for the last two year, the patient¿s device never worked, it never worked since she had it. The patient was having a bad problem and she needed something set up to get her device out of her back. It was noted, the patient had no idea how to use the controller. It was also reported, the patient¿s stimulator was put in wrong. The patient reported, she would have to be catheterized following explant and she also had a bladder sling that hurt her for years. The patient thought it was put up too far so her bladder would not release. It was reported, the patient could pee once a month ¿real good¿ and then the rest of the month she does not pee. It was also reported, the patient had edema and cellulitis/infection in her legs. The patient also reported, she was hospitalized in 2012 for 12 days because, she had problems moving her right leg and she fell all the time. The patient¿s implantable neurostimulator (ins) was in her hip and hurt all the time. Sometimes when she fell, she would feel paralyzed. The patient also reported, she was hospitalized, date unknown, for 6 days and needed oxygen because, she could not breathe. It was reported, the patient¿s other side was now going out but she thought it was due to her back problems. The patient reported, she was in pain all the time in her back, groin, feet, arms, and chest. The patient felt like she had been run over by a ¿diseal¿ and every bone in her body was crushed; it was noted, she felt this way every day until about 1:00 pm. It was unclear if the edema, infection, hospitalizations, and pain were due to the patient¿s device or therapy. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.